Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker replaced the device's power pcba board, system pcb cable, and battery pins to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their, "unit intermittently turns off when being turned on. Seems to happen more often than a normal startup. Batteries are fully charges and the mains adaptor is running fine." In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted physio-control to report that their, "unit intermittently turns off when being turned on. Seems to happen more often than a normal startup. Batteries are fully charges and the mains adaptor is running fine." In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.